Event description:
It was reported by the user facility that a drill was overheating. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Customer did not respond after 3 attempts for additional information.